Manufacturer narrative:
A product investigation was completed: upon visual inspection the complaint condition of broken is confirmed as the instrument was returned broken at the distal tip. A fragment measuring approximately 14.17mm ¿ 16.17 has sheared off from the rest of the instrument and was not returned. The balance of the device is in fair condition with minimum signs of wear and tear. No definitive root cause was able to be determined however the failure mode may be consistent with off axis drilling or the patient may have harder than normal bone density resulting in the complaint description. This complaint is confirmed. The returned drill bit is part of the depuy synthes synapse system; an enhance set of instrument and implants for posterior stabilization of the upper spine. The drill bit is used to drill holes for the insertion of 3.5mm/4.00mm screws. The relevant drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit broke during an unspecified surgery on (B)(6) 2016. The broken fragments were easily removed and no fragments were retained in the patient. No other surgical intervention was needed. There was no surgical delay and the procedure was successfully completed. This report is 1 of 1 for (B)(4).